Manufacturer narrative:
After further review it was determined that the safety disk was expired. Therefore the complaint is invalid and report was incorrectly submitted.please cancel in your database.

Event description:
N/a.

Event description:
It was reported by getinge fse that during preventive maintenance in cs300 intra aortic balloon pump the safety disk replacement was required, no patient was involved.

Manufacturer narrative:
Updated fields: b4, b5, g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(initial reporter, event site email), g2. A getinge field service engineer (fse) stated that quotation sent to customer. Quote has not been accepted as yet. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cs300 intra aortic balloon pump the safety disk replacement was required, no patient was involved.